Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: na (B)(4). If certain information is unknown, not available or does not apply, the section/field of the form is left blank. (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient who underwent a breast augmentation primary with two 310cc mentor smooth round high profile saline breast implants has experienced right-sided capsular contracture (unknown grade), and unexplained systemic symptoms postoperatively, including tenderness, dry mouth, dry eyes, gi issues, autoimmune symptoms, and joint pain. The mammogram examinations shows dense breast tissue. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report relates to the right prosthesis.